Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was no backflow of blood observed. The following information was provided by the user facility: when the assembly was inserted into the artery by following the instructions, the backflow of blood was not observed from the drip hole, so the device was removed and replaced by another angio-seal device to continue the hemostasis procedure. The hemostasis was successfully achieved by the second device. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 6 fr. It was reported that the blood loss was less than 250cc. It was reported that the patient had no health damage.